Event description:
On (B)(6) 2010, during a follow-up, after having performed a ventricular pacing threshold test, the intrinsic pt heart rhythm was 26 bpm: no pacing occurred. Moreover, the device recorded on (B)(6) 2010 also a heart rhythm below the pacing rate outside medical environment.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.